Event description:
It was reported that during an advance sling implantation surgery the physician "noticed either a urethral or bladder injury after the sling was in place." The sling was removed "entirely." The patient status was reported as "fine" and will "heal with catheter in place." There were no further patient complications reported as a result of this event.